Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular failure, sepsis and pneumonia. Whether the outcome was device or therapy related was not provided by the customer.